Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a band ligation procedure for bleeding performed on (B)(6) 2024. During the procedure, the sixth band did not deploy. The procedure was completed. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.